Event description:
It was reported that the pump shut down unexpectedly. Reportedly, the pump was exposed to radiation. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.